Event description:
It was reported that approximately 20 months post-implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, a follow-up computed tomography scan identified an endoleak between the infrarenal aortic extension and the bifurcated device. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the reported endoleak is confirmed. However, there are insufficient records to determine a cause. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.device remains implanted in patient.